Event description:
It was reported that approximately two weeks after implant, the right ventricular lead had no capture and had low r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned, analyzed, and no anomalies were found. It was also noted that distal end of the lead was covered in blood and the conductor had blood (not obstructed). Concomitant products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6); 5076 implantable pacing lead 2012 (B)(6). (B)(4).